Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a loss of connection between the transmitter and smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/10/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared not confirmed the reported event of a loss of connection. The root cause was could not be determined.